Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the ratchet mechanism not working and when the handle should ratchet it pulls the graft backwards back into the mesher - proper technique is used so account wants to inspect all units since they are old. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was december 8, 2011 where it was reported that the device had latching pins sticking and the ball detent roller, worn bushings, comb, side plates were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher by zimmer biomet surgical showed that the comb, side plates, roller, roller gear were damaged. The ratchet was tested and worked correctly. The pretest could not be done due to damaged comb. Repair of the skin graft mesher was performed by zimmer biomet surgical on august 24, 2017 which included replacement of the comb, side plates, worn bushings, roller, and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event was unconfirmed since during initial inspection it was revealed that the ratchet was tested and worked correctly. However, there was damage to comb, side plates, roller, roller gear and the pretest could not be done due to damaged comb. The root cause that the ratchet mechanism not working and the comb, side plates, roller, roller gear were damaged cannot be specifically determined with the provided information. The issue was resolved with the replacement of the comb, side plates, worn bushings, roller and roller gear. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the ratchet mechanism was not working. When handle should ratchet, it pulls the graft backwards back into the mesher. Investigation results revealed that the comb was found to be damaged. No adverse events have been reported as a result of this malfunction.